Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that his previous infusion sets were bent due to which the patient had high blood glucose level, which he tried to self-treat using the pump. Since his blood glucose level was untreatable and he was feeling extremely sick, he could not wait for a usual car ride. He had to be taken to the hospital in an ambulance as he ended up with diabetic ketoacidosis. Subsequently, the patient was admitted to the hospital with blood glucose level at 648 mg/dl. The hospital staff removed his pump and put him on an insulin drip for about two days, which brought down his blood glucose level. The patient stayed in the hospital for three days. Reportedly, he weighed (B)(6) at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.